Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a pocket hematoma and superficial bruising on their left side due to engaging in strenuous physical exercise immediately following their implantable cardioverter defibrillator (ICD) implant. The patient underwent a pocket revision/evacuation of the hematoma. The ICD remains in use. No patient complications have been reported as a result of this event.